Event description:
The physician stated the stent popped off as soon as it went through the 6fr balkin introducer sheath.

Manufacturer narrative:
Analysis of the returned device yielded a stent which was not mounted on the device. The balloon in question was not folded and had been inflated and deflated. A clear solution remained in the balloon. The stent and the balloon were packaged in the same bag and showed evidence of being in or near the body. The stent had not been deployed and migrated prior to balloon deployment. Slight dilation was evident on one end although it was not possible to determine whether this was the proximal or distal end of the stent since it was not mounted. It is unclear how the stent found its way off the device or what procedure was used to remove it from the body/sheath. A review of the lot qualification data completed by quality control prior to shipment met specifications and yielded no anomalies.